Manufacturer narrative:
The reported events of failure to capture and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) and right ventricular (rv) leads exhibited failure to capture and low pacing impedance. The lv and rv leads was not used and replaced. The patient was in stable condition throughout the procedure.